Event description:
A resident was being transferred with a stand from a toilet to a wheelchair when the resident started to slip out of the harness used with the stand. The caregiver helped lower the resident to the ground. The resident broke her femur while being lowered. An ez way representative investigated the incident and found the facility was using a harness manufactured by another company, and was not designed or certified for use with the ez way stand. She then replicated the scenario using the harness not manufactured by ez way, and was able to replicate the slipping. They then replicated the scenario using the ez way harness, and were not able to slip out of the harness. The staff was instructed to only use ez way accessories with ez way equipment.